Event description:
A pump alarm was reported by the customer during insulin pumping, specifically alarm 20. There was no adverse impact to the customer's blood glucose level, as it was confirmed that the level did not exceed 500 mg/dl. With assistance from technical support, the customer was able to load a new cartridge using the proper technique and successfully resumed insulin therapy.